Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of frayed wires was confirmed. Visual inspection of the returned material revealed functional damage to the power extension cable in the form of the dc jack connector and pvc overmold completely broken off from it. The broken off dc jack connector and pvc overmold portion of the power extension cable were not returned. Frayed and broken internal wires were visible from the damaged area of the power extension cable. A known working test power extension cable was used for performance testing due to the extent of damage to the one returned, rendering it unusable. The unit powered on successfully in conjunction with the test cable and when the power supply was connected directly to the main unit assembly. The unit passed diagnostic test. No software malfunctions or anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics unit was replaced and there were no adverse consequences reported by the patient.